Manufacturer narrative:
Two photos were provided by the customer. They both show the same emptied bag that appears to have been previously filled with a clear liquid. Both photos are of the back of the bag. A large circular particulate in the rough shape of a disc is located on the upper right corner from the back. The color and characteristics of the material appear to be similar to those inherent to the bag. It resembles the diaphragm of the spike port used in this product. No samples were received. The photos and description of the incident by the customer share similarities with a previous complaint. Samples were available for examination for that complaint, and it was concluded that the particulate was the diaphragm from the spike port that had dislodged during spiking. Based on these similarities, it appears the particulate in this present complaint might also be a dislodged diaphragm form the spike port. No information on user technique is known. The spike port in this device (m424) arrives at metrix fully formed. Integrity of the spike port in the affected bag is unknown. Without further information, the root cause is undetermined.

Event description:
The reported product involves one customer eva 2-port bag, 500 ml (64050-a8834). The customer reported that a healthcare provider (pharmacist) observed a circular-shaped particulate after filling the bag during routine validation and inspection for particulates. No product samples were available for evaluation; however, photographs were provided. There were no reports of patient involvement or adverse events.the reported product involves one customer eva 2-port bag, 500 ml (64050-a8834). The customer reported that a healthcare provider (pharmacist) observed a circular-shaped particulate after filling the bag during routine validation and inspection for particulates. No product samples were available for evaluation; however, photographs were provided. There were no reports of patient involvement or adverse events.